Manufacturer narrative:
Our field service engineer concluded on-site that the start capacitor in the compressor-mini compressor/motor unit was defective. He replaced the motor/compressor unit and verified that the compressor-mini operated correctly. The returned motor/compressor unit was tested in a test bench. When connected to the ac mains, the compressor motor was making a humming noise but did not start. Electrical measurements on the motor capacitor confirmed that it was defective. The capacitor was replaced and when the compressor motor was reconnected to ac mains, the compressor started and generated compressed air. Our conclusion in this matter is, that the returned motor capacitor was defective. Why the motor capacitor failed has not been established from this investigation.

Event description:
(B)(4).

Event description:
It was reported that while performing a pre-use checks tests, the compressor started to shake, make noise, and then the compressor shut-down and they, the customer, felt that a burning smell was emanating from the unit. There was no patient involvement reported. (B)(4).